Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head had flickering noise in the image. The flickering occurred in the mask when the cable was shaken, looped, or moved. The issue occurred during the reporter's visit. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction of flickering noise on the screen which was caused by a twisted or damaged cable. The event can be detected/prevented by following the instructions for use which state: "endoscopic image disappearance and freezing. Warning. The following items must be strictly observed. Endoscopic images may disappear unexpectedly during an examination, or the freeze may not be released." Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had flickering noise in the image. The flickering occurred in the mask when the cable was shaken, looped, or moved. The issue occurred during the reporter's visit. There were no reports of patient harm.